Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06185. It was reported that both right atrial lead and right ventricular lead were suspected for dislodgement due to increased threshold. The leads were explanted and replaced on (B)(6) 2019. The patient was stable after the procedure.